Event description:
The service report shows the customer alleged that "smoke was seen coming from the unit while on a pt and the display went blank then came back on after approximately 20 seconds with the report of no alarms. The customer biomed had removed the "bbu" and power supply from the device prior to the nellcor puritan bennett customer service engineer arrival to evaluate the device. The customer service engineer verified the customer reported problem. The parts have been removed and replaced and will be returned for evaluation. This report is not an admission by nellcor puritan bennett that the device caused or contributed to the event alleged report.